Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm (alarm 9) occurred. Alarm could not be cleared. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 200 mg/dl.